Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to low, out-of-range shock impedance measurements of zero ohms. During the replacement procedure, the new rv lead was also showing low, out-of-range shock impedance measurements of between zero and fourteen ohms. Boston scientific technical services (ts) was contacted, and ts discussed that electromagnetic interference (emi) could be affecting the shock lead test. After removing potential sources of emi, the new rv lead shock impedance measured 59 ohms consistently. The device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.